Manufacturer narrative:
Button error alarm due to corroded keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a button error alarm. It was found the customer did not have any moisture damage to their insulin pump. Customer's blood glucose was 9 mmol/l. The customer's insulin pump will be replaced. No additional information provided.